Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0118403, medical device expiration date: 2023-03-31, device manufacture date: 2020-04-27; medical device lot #: 0160046, medical device expiration date: 2023-05-31, device manufacture date: 2020-06-08. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml saline xs had poor perforation on the packaging. The following information was provided by the initial reporter: the paper tears when trying to separate the perforation. Samples are available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6)2020 h6: investigation summary a device history record review was completed for provided lot number 0118403. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the packages were observed torn. However, the returned samples were inspected and the packages were all found to have good perforations. Based on the investigation results an exact cause could not be determined for this incident. Previous investigations have identified that this defect may be caused by an incorrect method of separation. It is recommended that the blister packages are separated on a horizontal plane. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that syringe 10ml saline xs had poor perforation on the packaging. The following information was provided by the initial reporter: the paper tears when trying to separate the perforation. Samples are available.